Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A log file was submitted for review that showed events spanning approximately 5 days (22feb2024 ¿ 05mar2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 00:57:35 - 00:58:25. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery fault reactivates at 20:27:06 on (B)(6) 2024 and doesn't clear for the remaining duration of the log file as backup battery was unable to pass the load test due to the unloaded voltage being below the 10.2 volt threshold. The driveline was disconnected at 20:47:34 on (B)(6) 2024 consistent with the reported controller exchange. Pump operation was not affected by these alarms. The 11v backup battery (serial number: (B)(6) was returned to the european distribution center (edc) for analysis on 20june2024. The battery was inserted into a test system controller and connected to a mock loop. The battery passed all testing and was able to operate on the system for an extended duration without any issues or alarms activating. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated to further investigate the increase in backup battery fault alarms. The device history records was reviewed for the heartmate 3 system controller (serial: (B)(6) and was found to have passed all manufacturing and qa specifications. The heartmate 11v backup battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on 01nov2023, per material and passed all manufacturing testing. The battery was shipped on 30january2024. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the exchanged controller continued to be used with a new emergency backup battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller due to a backup battery fault alarm. There were no further alarms after the exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.